Event description:
Arterial needle came out of leg graft and patient lost 1 1/2 units of blood. The machine did not turn off or give a low arterial pressure alarm. It did give a bp alarm. Nurse saw the bleeding and turned off the machine; air had filled the system so, the air-in-blood alarm went off.

Manufacturer narrative:
No medical intervention was required. Performance testing was performed and the reported problem could not be duplicated. No problems found.